Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: the reported event of the universal battery charger (ubc) "throwing sparks" was not confirmed as the issue was not reproduced during testing; however, visual inspection of the ubc main printed circuit board (pcb) revealed residue consistent with fluid ingress and multiple burnt components that may have been associated with the reported event. The returned ubc was initially tested at the european distribution center (edc) under work order 71360. The reported event of the device ¿throwing sparks¿ was not able to be reproduced; however, the ubc did not function as intended. The main pcb and logic pcb were replaced and the issue was resolved. A full functional checkout was then performed and the ubc passed all tests. The main pcb and logic pcb were forwarded to product performance engineering (ppe) for further evaluation. Further analysis of the returned equipment isolated the issue to the main pcb, as the logic pcb functioned as intended during testing. Circuit analysis performed on the main pcb revealed that the observed burnt components were compromised, resulting in pocket 4 of the ubc failing. The ubc main pcb was installed into a test ubc housing with the returned logic pcb and an s0003 pocket fault with an associated red light indicator on pocket 4 was observed. The remaining ubc pockets functioned as intended, successfully charging test 14v batteries. Although the reported event of the ubc "throwing sparks" could not be confirmed, the observed damage to the ubc main pcb appears to have been caused by fluid ingress. The root cause of the fluid ingress could not be conclusively determined through this analysis. Heartmate universal battery charger (ubc) instructions for use states "keep the universal battery charger (ubc) away from water or moisture. If the ubc has contact with water/moisture, rain/snow, shower spray, or wet surfaces, you may get a serious electric shock or your charger may fail to operate properly." It also explains the ubc pocket faults and the actions to take if a pocket fault occurs. Heartmate iii patient handbook and heartmate iii instructions for use both caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the device was "throwing sparks."